Manufacturer narrative:
Reporting institution phone number: (B)(6).

Event description:
During periodic maintenance of the ventilator, the manufacturer¿s international service technician reported that the responded position was misaligned with the touched position. There was no patient involvement. The manufacturer¿s international service technician confirmed the reported issue. The manufacturer¿s international service technician replaced the touchscreen to address the reported problem. The unit was checked overall, run in tested, cleaned, functionally tested and no abnormality was confirmed. Based on information provided and/or service performed, the alleged malfunction was confirmed.

Manufacturer narrative:
A touchscreen assembly was return for analysis. Visual inspection of the touch screen assembly revealed no evidence of damage or contamination. An investigation was performed, and the product analysis technician reported that no fault was found.